Event description:
PICC leaked whilst flushing. Unsure whether leak beneath or above surface. (B)(6) 2015 - sample evaluation reveals a leak at the 37cm depth marking, which is in the subcutaneous region. (B)(6) 2015 - sample evaluation reveals a leak at the 37cm depth marking, which is in the subcutaneous region. Cbaugh.

Manufacturer narrative:
The complaint of splits in the catheters was confirmed and the cause was found to be use-related. The returned products were two 4fr s/l groshong catheters. Catheter 1 exhibited slight fibrous residue, and its extension tubing text was worn. Catheter 2 did not exhibit residue or text wear. Catheter 1 terminated between the 36cm and 37cm depth markings, and a circumferentially-aligned split was visible between the 36cm depth marking and the distal tip of the catheter. Catheter 2 also terminated between the 36cm and 37cm depth markings, but two circumferentially-aligned splits were observed, one proximal and one distal to the 36cm depth marking. Microscopic examination of the splits revealed rounded fracture edges, smooth split surface, stress discoloration in the corners of the splits, and catheter buckling near the fracture sites. The distal tips of the catheters exhibited striated textures typical of sharp instrument cuts. Infusion through the catheters revealed they were patent to infusion with leaks detected at the aforementioned split sites. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form cracks in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.